Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
When the doctor was finished using the tibial impactor during primary knee surgery, the lever broke off.

Manufacturer narrative:
The event was confirmed. Visual inspection: the locking adjustment handle was returned separated from the device. Dimensional inspection: not performed as the device was returned in two pieces and therefore will not meet dimensional specifications. Functional inspection: not performed as the device was returned in a broken condition and therefore is non functional. The investigation determined the likely root cause of the event to be a manufacturing non-conformance due to lack of press fit. There is no indication at this time that the design, or materials, of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
When the doctor was finished using the tibial impactor during primary knee surgery, the lever broke off.